Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for eval. The definitive root cause could not be determined based upon available info. It is unk whether pt and/or procedural factors contributed to the event.

Event description:
It was reported that the pta balloon was difficult to deflate. The balloon eventually deflated by pulling it into the tip of the sheath. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported pt injury.